Manufacturer narrative:
(B)(4). The reported issue was confirmed in the event history log review. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test specifications. The cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. See table 9-1 on page 9-10 for the recommended starting points when determining your optimal I-drain alarm volume". And table 9-1 on page 9-10 gives the recommended starting point for I-drain alarm setting as 70% of the last fill volume.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain 101 alarm during drain 1 on the homechoice machine (hc). The technical service representative (tsr) explained the display and reviewed therapy log. The hc showed an initial drain volume of 4ml, last fill volume of 499ml, total fill volume of 2997ml, total drain volume of 3444ml, average dwell of 0:43, average drain of 0:20, total ultrafiltration(uf) of 446ml, cycle 6 uf of -315ml, cycle 5 uf of 91ml, cycle 4 uf of 315ml, cycle 3 uf of -235ml, cycle 2 uf of 19ml, cycle 1 uf of 570ml, 2 bypasses, and 0 manual drains. The hc was programmed for continuous cycle peritoneal dialysis with a total volume of 3500ml, total time of 7:00, fill volume of 500ml, last fill volume of 500ml, and dextrose set to same. The tsr explained the bypass procedure to the care giver (cg). The cg stated they use a pro card. The tsr advised the cg to notify their nurse. The nurse was contacted on (B)(6) 2012. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the cg did not report any further issues and they were currently performing therapy without any complications. There was patient involvement.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.